Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found no sharp damage or missing parts on the distal end cover, bending section cover glue, light guide lens or objective lens and nozzle. There were no signs of catching or restriction found with the device. The device passed the leak test. The exact cause of the patient outcome could not be determined as there were no investigation findings observed that would likely cause or contribute to the reported event.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the patient's distal transverse colon was perforated at 80 cm. The physician used a us endoscopy carr - locke injection needle to mark the perforated site. There was minor bleeding observed. The procedure was discontinued and the patient was admitted to the hospital for an exploratory laparotomy and colon perforation repair. The patient remained in the hospital for three days for continued care. The patient was discharged home in stable condition. Additionally, the user facility reported that there were no malfunctions noted with the device during the procedure. The video system center was inspected prior to the procedure and no anomalies were noted.